Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the tenaculum forceps instrument wire was sticking out. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp remained in the clevis. The clevis did not exhibit excessive damage. No other damage was found.